Event description:
Procedure type: unk. Patient gender: unk. According to the reported. The head of the instrument detached while removing the device from the patient after application. The component was removed from the anus; however, surgical time was extended 30 minutes. No patient injury was reported. No further details could be obtained.